Manufacturer narrative:
Vyaire medical file identification: (B)(4). Results of investigation: vyaire service technician was able to verify the reported problem oxygen concentration does not rise. All testing was performed with a good known test ac adapter and patient circuit connected. Ventilator passed 48 hours extended tests with no unusual alarms or conditions occurring. Ventilator failed ts final test pressure & oxygen blending performance and tidal volume & flow performance. Pressure & oxygen blending performance failed for non-conformance with measured oxygen percentages at tests 1, 2, & 4. All measured oxygen percentages were below low specifications. Bench testing reveals oxygen blender is creating the non-conformance. Tidal volume & flow performance failed for non-conformance with measured bias flow and measured tidal volume inhaled (vti) at tests 1, 3, 4, 5, & 8. Measured bias flow and measured tidal volume inhaled (vti) were all above high specifications. Bench testing reveals flow valve is creating the non-conformance. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the device oxygen concentration does not rise above 76 percent on the lap top ventilator 1200. At this time, there is no information regarding patient involvement associated with the reported event.